Event description:
There was a kink on delivery wire. Changed another one to complete the procedure. Additional information received from affiliate indicated that the event occurred during preparation, the cause of the kink is unknown. No patient injury reported. Additional clarification from the affiliate stated that the stretched coil found on final analysis report occurred before the procedure and during preparation.

Manufacturer narrative:
It was reported that during preparation there was a kink on the delivery wire of the 3x4 orbit mini complex fill. The cause of the kink was unknown. The device was exchanged for another one to complete the procedure without patient injury. With follow-up investigation regarding the findings that the returned coil was stretched it was reported that the coil was stretched during preparing prior to the procedure. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped and it was found elongated. Part of the support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked. The gripper was found without damage while the embolic was received stretched. The embolic coil, gripper and introducer were inspected under microscope, the embolic coil was found stretched, the gripper was found without damage and the introducer was found elongated a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked delivery wire was confirmed; additionally the coil was stretched and the introducer was elongated. The cause of the damages reported and found on the returned device cannot be conclusively determined. It is possible that handling of the device during removal from the packaging and prep may have contributed. Inspections are in place to prevent this type of failure from leaving the facility. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event and damages found on the returned device. Therefore no corrective action will be taken at this time.